Event description:
It was reported that a malfunction alarm occurred, identified by code malf 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to monitor the situation and reach out if issues reoccur, and they acknowledged this guidance.